Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Provider advised tech that the user comes to a stop and when he tries to start up again it does not function.